Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, vaginal scarring, infection, and other outcomes following the procedure. It was reported that patient underwent mesh removal on (B)(6) 2004 due to obstructive uropathy and bladder pain. On (B)(6) 2005 the patient underwent intraurethral injection of contigen due to persistent sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004 and monarc subfascial hammock was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary retention, and recurrent urinary incontinence.